Event description:
A customer reported experiencing an altitude alarm with their pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The issue occurred earlier in the day, and after calling technical support, the customer was able to resume insulin use with the original cartridge. Technical support provided tips to the customer for preventing future altitude alarms, which the customer understood and acknowledged. No additional action, such as replacing the cartridge, was necessary.